Event description:
The service report shows that prior to performing p.m. On the unit, the nellcor puritan-bennett customer support engine (npb cse) found the power switch was in the 'on' position and the batteries were dead. The cse then let the unit run overnight to recharge the batteries, but the alarm still did not return. After inspecting the device, he replaced the interface pcb and the unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.